Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used pre-operative for a tumorectomy procedure. It was reported that the patient data was imported, and an attempt was made to proceed to next task, but the screen was disturbed, and the product could not be operated. It was noted that after patient images were loaded, the system went unresponsive. The computer was replaced. The use of the navigation system was abandoned. There was no reported impact to patient outcome.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), the computer 9734477 rollingstone embedded (lot# 2027256) was returned to the manufacturer and was under analysis on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was already entering the room at the time of the event and it was confirmed that the use of the navigation system was discontinued.

Manufacturer narrative:
Correction: during the system checkout, the computer was replaced. A system checkout was performed after part replacement and all tests passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that there was distorted video. No unresponsiveness was observed. The computer failed the phd graphics card memory test. The anomaly is being tracked in the navigation tracking database. If information is provided in the future, a supplemental report will be issued.